Event description:
It was reported that kit tablet had incorrect dosing. The following information was provided by the initial reporter: material no. 516704, serial no. (B)(6). It was reported customer experienced mismatch dosing when using product.

Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation. A device history record review found no non-conformances associated with this issue during production of this batch. After investigation, the team found when the accumulation of volume occurred, it seems a little volume was measured but bubbles remained throughout the bolus, the team will monitor the system for any trends. H3 other text : see h10.

Manufacturer narrative:
The manufacturing location for this product is pride industries. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that kit tablet had incorrect dosing. The following information was provided by the initial reporter: material no. (B)(4), serial no. (B)(4). It was reported customer experienced mismatch dosing when using product.